Event description:
It was reported that a patient presented to clinic for follow up on (B)(6) 2025, the atrial lead was dislodged and confirmed under chest radiograph. Additional anomalies of failure to sense and loss of capture were also observed through programmed examination. The physician elected to explant the atrial lead on (B)(6) 2025. The patient's condition was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, failure to sense and loss of capture. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported events of failure to sense and loss of capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.